Event description:
The subject device was implanted in the pt on 4/21/1997. Later is was found that there was a possible non-union and that the device had broken. On 6/4/1998, a surgery was performed to remove the plate.